Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2013-17169. It was reported prior to the pt's implant procedure, the pt experienced an infection while implanted and a non st. Jude medical scs system. The pt received antibiotics and cultures post competitor's explant were negative. During the pt's st. Jude medical implant procedure, as a precaution, the physician took a tissue sample which was later found to be infected with bacterial meningitis. Subsequently, the pt's new scs system was explanted immediately and the pt has been referred to an infectious disease physician.